Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed that the sheath was split exposing the corewire. The evaluator noted that no other sheath anomalies were present. A dimensional analysis of the corewire was conducted and found the measurements to fall within the device specifications. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in early 2006, that a jagwire was used during a procedure performed the day prior (patient age, gender and weight are unknown). According to the complainant, the guidewire split during withdrawal of device. There were no patient complications reported as a result of this event.